Event description:
The device was returned to the manufacturer, analyzed, and subsequently tested out of specification. Our records indicate that the patient had expired. There is no allegation that the death was device related. Additional information from a physician reports the cause of death was sepsis, not device related; there were no device performance related issues or concerns. The patient reportedly had a history of hypertension and was in end-stage renal failure. He was having hemodialysis, complicated by line infection, culture negative. He was hospitalized for shoulder pain, and started on meds for gram positive cocci growing in the shoulder, tunneled catheter site. He had severe hypotension, not responsive to pressors or fluids. The pt, who had a dnr status, had cardio-respiratory arrest and expired.

Manufacturer narrative:
This report is based solely on device return and analysis. There was no indication the death was device related. If additional relevant information is received, a supplemental report will be sent. Analysis summary - preliminary analysis revealed the device had no output. The no output condition was the result of lifted hybrid bond wires. Other: the device was returned to the manufacturer, analyzed, and subsequently tested out of specification. Our records indicate that the patient had expired. There is no allegation that the death was device related. Additional information from a physician reports the cause of death was sepsis, not device related; there were no device performance related issues or concerns. The patient reportedly had a history of hypertension and was in end-stage renal failure. He was having hemodialysis, complicated by line infection, culture negative. He was hospitalized for shoulder pain, and started on meds for gram positive cocci growing in the shoulder, tunneled catheter site. He had severe hypotension, not responsive to pressors or fluids. The pt, who had a dnr status, had cardio-respiratory arrest and expired. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: wire component/subassembly failure. Device was out of specification, but this does not relate to event.